Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl due to a bent cannula; the middle portion of the cannula appeared similar to a straw that had been chewed on. The patient treated via insulin pump bolus. During troubleshooting there were no anomalies noted on the insulin pump. The insulin pump was returned for analysis.